Event description:
On (B)(6) 2007, the pt was implanted with two gore tag thoracic endoprostheses ((B)(4)) to treat a thoracic aortic aneurysm. Periodic monitoring of the aneurysm via computed tomography scan since 2007 revealed disease progression from a reported 4 to 6 cm, resulting in a proximal type 1 endoleak. On (B)(6) 2013, the pt was implanted with an additional gore tag thoracic endoprosthesis (lot/serial number unknown) to treat the type I endoleak. However, a final angiographic run during the procedure revealed the endoleak remained. The pt tolerated the procedure. The physician indicated a severely angulated aortic arch, as well as an inadequate landing zone distal to the left subclavian artery, made it difficult to achieve the desired seal. The physician will take a wait-and-watch approach in regard to the persistent endoleak, and decide whether further intervention will be necessary.

Manufacturer narrative:
Additional tag device included in this report: (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The physician indicated a severely angulated aortic arch, as well as an inadequate landing zone distal to the left subclavian artery, made it difficult to achieve the desired apposition to the vessel wall.